Manufacturer narrative:
Correction: this report should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Event description:
It was reported that remote transmission showed device exhibited long charge time. Patient presented to the clinic for follow-up and charge time was in normal range. The patient will continue with follow-up remotely. There were no adverse consequences to the patient.